Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision procedure and was doing well post-operatively. The device remains implanted.